Event description:
A call to technical services was made on 7/2/2013 stating that this lead had a problem. This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 for an unknown issue. The physician dr. Rexson was at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)